Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. Device was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked on battery tube threads, missing end cap sticker and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.